Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. B02260) for permanent contraceptive tubal implant. The patient had a medical history of weight loss, nausea, diarrhea, left lower quadrant pain, abdominal pain, parity 1 and gravida I. Previously administered products included: mirena. The patient had a family history of anemia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 357 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity from left was 2. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: scout film of the pelvis demonstrates left-sided essure device. There is no evidence of right essure device. Left tube is occluded. There is filling of the right tube with free spillage. Impression: 1. Occluded left tube; status post essure procedure. 2. Patent right tube with free spillage. Lot number: b02260 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. B02260) for female sterilisation. The patient had a medical history of weight loss, nausea, diarrhea, left lower quadrant pain, abdominal pain, parity 1 and gravida I. Previously administered products included: mirena. The patient had a family history of anemia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 357 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity from left was 2. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: scout film of the pelvis demonstrates left-sided essure device. There is no evidence of right essure device. Left tube is occluded. There is filling of the right tube with free spillage. Impression: 1. Occluded left tube; status post essure procedure. 2. Patent right tube with free spillage. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.